Event description:
A simplygo device was returned to a third-party service center for service with allegation od out of box failure. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, during evaluation the debug technician noticed that the pca had a thermal event. The device was not repaired at third party service center. Device sent to manufacturer product investigation laboratory for further investigation. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.